Event description:
During the evaluation of a hyfrecator handpiece the device self activated. The conmed investigator was not injured.

Manufacturer narrative:
Conmed electrosurgery received the suspect hyfrecator handpiece for evaluation and noted the device appeared to be damaged (crushed). Further evaluation of the handpiece revealed the device was damaged enough to cause the activation button to be stuck in the "on" position. The damage to the handpiece is evidence the device was mishandled and not maintained appropriately.